Event description:
It was reported by service report that the foot end of the stretcher would not lower. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Evaluation result code: release pedal, linkage bar.